Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to the lcd color cable. The lcd color cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
The customer indicated the product will not be returning to zoll at this time.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.